Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank display; therefore investigators were unable to adequately investigate the reported ¿no power¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The battery compartment and the cap were undamaged; the battery cap was able to fit securely. Further technical analysis revealed that the blank display issue was due to eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(6).